Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.